Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for analysis, but it has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted. The instructions for use identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during an abdominal aortic embolization procedure, the coil could not be advanced normally during delivery. When the coil pusher was withdrawn, it was noted that the coil had detached from the pusher. After the microcatheter was removed, part of the coil was seen floating within the vessel. A snare was used to capture the entire coil into a long sheath and it was then removed from the body. The procedure was completed successfully after switching to a different coil model. The patient's condition was reported to be "fine."